Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. As no batch number or serial number was available no product history review was able to be performed. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 12/22/2022, it was reported by a sales representative via email that a forked tip swivelock did not seat well in the patient. An ar-1530bc biocomposite-tenodesis screw was opened and the tip of the driver broke off within the screw during insertion. The screw was implanted successfully, and the metal inserter tip remained inside the screw. This was discovered during an interposition arthroplasty of the first mtpj procedure on (B)(6) 2022, while securing the third anchoring point of the arthroflex dorsally. Additional information requested.